Event description:
A report was received that the patient underwent an explant due to numbness and weakness in the patient's legs. The symptoms occurred soon after the initial implant and it was the physician's preference to explant the device. No medical treatment was provided and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-8216-50 serial: (B)(4) description:artisan surgical lead, 50cm. Explanted devices will not be returned to bsn as they were discarded by medical facility.